Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.